Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon loading the reload during a laparoscopic sleeve gastrectomy, the surgeon could not squeeze the handle. The stapler did not fire. Another reload was used. There was no patient injury.